Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm) and was bent upon removal. In infusion site was also irritated when the pod was removed. As treatment, a new pod was placed and a bolus was given.

Manufacturer narrative:
The returned device was evaluated and no timeouts or drive stalls were seen in the download data. Inspection of the device found no damages or defects that would contribute to the cannula inserting improperly. A leak test was performed and no leaks were found. The cause of the reported improper insertion could not be conclusively determined. Inspection of the device found no issues that would contribute to skin irritation. The cause of the reported skin irritation could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. Fluid was able to freely flow through the fluid path.